Event description:
A surgical coordinator reported a refractive surprise following intraocular lens (iol) implant surgery. She stated the iol was exchanged for a monofocal iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. The optic has been cut into two pieces. Solution was dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined by the product investigation. Focal length and resolution testing could not be conducted due to the lens damage. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested 08/30/2011 and 08/31/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).